Event description:
Three pts called back and complained of blistering after ipl treatments with the lumenisone. Originally it appeared that the injuries were superficial. Customer later reported use of hydroquinone (prescription bleaching cream).

Manufacturer narrative:
This device was evaluated by lumenis service which determined that the device was within spec at all energy levels. The most likely root cause of the incident appears to be pt or operator factors. No further conclusion can be drawn. The customer confirmed to lumenis that they have not had any problem with the ipl following these incidents. Lumenis recommended add'l training to the customer and the customer declined add'l training at this time. Customer stated that they will contact lumenis in the future if more training is required.